Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post knee replacement this patient reported feeling fatigued. A review of the daily measurements noted that this left ventricular (lv) lead had high out-of-range impedance measurements in unipolar and bipolar configurations. There was also loss of capture (loc) at maximum outputs. A lead fracture is suspected. The patient was referred for lead revision procedure. Although the patient is pacemaker dependent there was no asystole as the right ventricular (rv) lead is functioning appropriately.